Event description:
Pt reported alarm failure. They indicated that the device was not properly generating low cartridge warnings or empty cartridge alerts. Pt's blood glucose was not affected and no treatment was required.